Event description:
Customer reported that the sensor sometimes gave inaccurate readings. Customer was advised on calibration protocol. He also stated that it was difficult to read the screen of the insulin pump and to hear the alarms. Customer also reported that he felt he wasted 20-50 units of insulin. He did not provide a blood glucose reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.